Event description:
On (B) (6) 2009, the pt reported that a black piece with screws on it came off of the piston rod of his insulin device. He stated the piston rod "kept running and it wouldn't stop", so he switched to his backup infusion device. The pt's friend helped with troubleshooting and inserted a battery into the pt's primary device. She was instructed to try to return the piston rod. She stated the device displayed "returning piston rod", but the piston rod did not appear to be moving. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.